Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) on an av fistula target lesion, the physician inflated the seven (7) mm (diameter) opta pro balloon to 14 atm. This is four (4) atm above the rated burst pressure (rbp) and resulted in a circumferential (not longitudinal) balloon burst. The physician was unable to remove the catheter from the patient necessitating vascular surgeons to remove the balloon catheter from the patient's arm. Additional information has been requested but is not available at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.